Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that the device did not pass the delivery accuracy test, delivered more than intended. The device was returned to the biomedical with a note that indicated damage. No information was provided; therefore specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.